Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.